Event description:
Additional information stated that when the catheter broke the medication went into the patient¿s back and not in his spine. The drug in the pump was hydromorphone.

Manufacturer narrative:
Catheter: model 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk.

Event description:
It was reported that last year patient's catheter broke and a surgery was performed to "fix it." It was further reported that during his refill last week the healthcare provider (hcp) "removed more meds than he thought should be left in there." Patient was to follow-up with his hcp. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).